Event description:
A user facility reported to olympus, that during inspection of the duodenovideoscope, the scope had angulation play issue, bending tube deformed and scratched lens. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator of the scope due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, pinhole on bending section cover or distal sheath, bending section cover or distal sheath discolored and adhesive detached, objective lens and connecting tube scratched/dent, grip, control unit, upward/downward angulation control knob, light/right angulation control knob, scope switch 1 and suction cylinder dirty, scope connector cover and switch box discolored, universal cord coating peeling, universal cord scratched/dented/discolored, worn out angle wire, forceps raising wire (k-wire) damaged, distal end cover dented, light guide lens scratched and, foreign material found in forceps elevator of the scope. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer was trained on reprocessing steps by omsi team and they perform the steps as per training and instructions. However, they have endoscopy reprocessing staff, which change at times as per their internal duty roster.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct g3 of the initial medwatch, and device evaluation and to update b5 of initial medwatch. Additional information to b5 of initial medwatch. The customer was trained on reprocessing steps by omsi team and they perform the steps as per training and instructions. However, they have endoscopy reprocessing staff, which change at times as per their internal duty roster. Correction to g3 of the initial medwatch. The aware date should be 02-mar-2022 (utc). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. -due to a pinhole on the bending section rubber, water tightness is lost. -objective lens has a scratch. -adhesive on the bending section rubber is detached. -the bending section rubber has discoloration. -connecting tube has a dent and a scratch. -grip is dirty. -the device cover has discoloration. -control unit is dirty. -angulation knob is dirty. -suction cylinder is dirty. -switch is dirty. -switch box has discoloration. -universal cord has coating peeling, a scratch, a dent, and discoloration. -due to wear of angle wire, bending angle in down/right direction does not meet the standard value. -due to wear of angle wire, the play of angule knob is out of the standard value. -due to a cut on forceps elevator wire, forceps does not rise up at all and forceps raising angle does not meet the standard value. -due to a cut on the bending section rubber, insulation resistance value at distal end does not meet the standard value. -light guide lens has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility the following. -the reprocessing steps recommended in the instructions were not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. -the reprocessing steps recommended in the instructions were not performed completely due to the forceps elevator not working caused by breakage of the forceps elevator wire, which made foreign material remain at/around the forceps elevator. -reprocessing was insufficient due to change of reprocessing staff at the facility. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.